Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. Patient stated their device was going crazy, changing settings and turning on and off, changing programs during charging on its own. Patient stated it's been going on and off sporadically and happened a couple times since implanted. Patient stated they would follow up with their manufacturer's representative (rep) if it happened again. No further complications were reported/anticipated.